Manufacturer narrative:
No report of patient involvement. A ge healthcare biomed performed a checkout of the equipment and confirmed the reported complaint. The absorber canister and patient circuit were replaced.

Event description:
The hospital reported the unit had a leak. There was no report of patient involvement.